Manufacturer narrative:
(B)(4). Additional information: was there a drop in pressure? Yes. If yes, did this affect the visibility of the surgeon? No what was the gas consumption rate or volume (liter/minute)? Went from 17 to 7 in a few seconds. Were you able to identify where the leak was coming from? Sleeve. Was a device inserted in the trocar during the leaking? 5mm scissor and a flex 45. If so, what device? Was any torque being applied to the trocar or device? No. The analysis results found that the device was returned in good condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was leaking at the seal of the trocar sleeve. Another device was used to complete the case with no patient consequence.